Manufacturer narrative:
An event regarding dislocation (of a ceramic head from the liner) and disassociation (of the poly liner from the metal liner) involving an adm liner was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: a very awkward manoeuvre in the hip of the patient at a time that capsular healing around the hip was still incomplete after previous revision surgery caused an intra-prosthetic dislocation of the mdm construct requiring another revision surgery. Product history review: all devices accepted into stock we free from any relevant discrepancies. Complaint history review: there were no other reported events for the lot referenced. Conclusions: the reported dislocation/disassociation event was not confirmed as x-rays post the event were not provided. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised due to dislocation of the head from the poly insert, and disassociation of the poly insert from the well-fixed metal liner. Patient reported that he moved in an unusual manner, bending and twisting to pick up something. A biolox v40 ceramic head and poly liner were revised with a c-taper biolox ceramic head with sleeve, and a poly insert of the same catalog but different lot number.